Manufacturer narrative:
The device has not yet been returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by sterilmed inc., or its employees that the report constitutes an admission that the product, sterilmed inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular tachycardia ablation procedure with a reprocessed soundstar eco 8f diagnostic ultrasound catheter, the package was already slightly opened. The device was not used in the case. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular tachycardia ablation procedure with a reprocessed soundstar eco 8f diagnostic ultrasound catheter, the package was already slightly opened. The device was returned to sterilmed for further evaluation on 10-apr-2025. A non-sterile reprocessed soundstar eco 8f diagnostic ultrasound catheter for use on ge imaging system was received contained in the decontamination bag. Upon receipt of the device, a visual inspection was performed and no damage was found. The physical mark on the device indicated that it had been reprocessed one (1) time. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported regarding a damaged pouch cannot be evaluated since the component was not returned for evaluation. As part of sterilmed's quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. Additionally, without the original packaging a root cause of this finding cannot be assigned. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).